Manufacturer narrative:
Device received with scratched case and pillowing keypad overlay. No moisture damage found inside the device. Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The battery tube connector plugged in properly to electrical board during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went into water with the insulin pump and insulin pump was not working anymore. The customer tried with new battery but it didn't help. The customer's blood glucose level was unknown. The customer will not return insulin pump for analysis.